Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2015-00355, 00356, 00357, and 00358.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a px slim delivery microcatheter. During the procedure, the physician successfully deployed a ruby coil into the aneurysm through the slim microcatheter. The physician attempted to advance another ruby coil through the slim microcatheter, however it met resistance. Upon retraction, the pusher wire fractured and the ruby coil was removed with the slim microcatheter. The physician continued the procedure using a new px slim delivery microcatheter and a new ruby coil. The physician met resistance while attempting to advance the ruby coil through the slim microcatheter. The physician repositioned the slim microcatheter, however the ruby coil still would not advance. Upon removal from the slim microcatheter, the ruby coil unintentionally detached inside the slim microcatheter. The slim microcatheter was removed and the procedure continued using another manufacturer's microcatheter and a new ruby coil. The ruby coil was successfully deployed into the aneurysm and the procedure continued using ruby coils and another manufacturer's coils. The physician met resistance while advancing another manufacturer's coil through the microcatheter and removed the microcatheter. The coil was flushed out and the microcatheter was placed back into the patient. The physician attempted to advance a ruby coil through the microcatheter, however it met resistance. Upon resheathing, the ruby coil unintentionally detached and was not used. The procedure continued successfully and the aneurysm was embolized. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the px slim 45 was kinked in the strain relief approximately 2.5 cm from the hub, and filled with coagulated blood. The proximal end of the fractured pusher assembly could be seen approximately 5.5 cm distally from the hub. The px slim 45 was dissected by the penumbra investigator in order to investigate the first ruby coil. A 0.025" mandrel was advanced through all parts of both px slim catheters, and the inner diameters were within specification. Conclusion: the complaint has been evaluated. The initial complaint indicated that during a case, resistance was felt when the physician attempted to advance a ruby coil through a px slim 45 catheter. Upon removing the coil, it was revealed that the pusher assembly fractured off. A new px slim was used to advance a new ruby coil, and resistance was felt again. The coil unintentionally detached during removal from the px slim. Evaluation of the returned devices confirmed a fractured ruby coil pusher assembly, as well as two detached coils. The resistance felt by the physician may have been due to tortuous anatomy that was mentioned in the complaint. Manipulating the ruby coils against the resistance felt may have caused the fractures and kinks observed in both ruby coil pusher assemblies. The first ruby coil likely detached due to the fracture in the pusher assembly, which caused the pull wire to be retracted. The second ruby coil detachment might have occurred due to the force used during retraction of the coil against the resistance felt. The force used could have likely caused the distal end of the pusher assembly to elongate, extend the ddt beyond the reach of the pull wire, and effectively dislodge the proximal constraint sphere. The px slim 45 was kinked, which typically occurs due to improper handling during removal from packaging or use. If the px slim 45 was removed from the packaging or manipulated into the patient body with force at an angle, it is likely that this type of damage would occur. Other non-penumbra and penumbra devices mentioned in the complaint were not returned for evaluation and, therefore, it was not possible to determine the root cause of their respective failures. All penumbra devices are 100% visually and functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.